Event description:
The consumer was leaving over the bed and holding onto the rails, when the rail allegedly gave out, causing the consumer to fall. The consumer went for a CT scan and there were no broken bones. No serious injury is alleged.

Manufacturer narrative:
No serious injury alleged. Consumer leaned on a rail which then allegedly collapsed. Bed system was approx 5 years old at time of incident. Maintenance history is unk. Facility fixed the bed and replaced the rail fasteners. Facility discarded parts. A more thorough analysis would require product return. Malfunction has not been established. Operator's guide has instructions on the proper and safe use of the product including routine maintenance. MDR filed based on dr's visit.